Manufacturer narrative:
Returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The stent is still tightly crimped onto the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the balloon rupture.

Event description:
It was reported that balloon rupture occurred. The patient presented with severe subclavian artery stenosis. A 6.0mmx18mmx150cm express vascular sd stent was selected for use and it was noted that the inner and outer packaging were intact. The stent was advanced into the lesion; however, during inflation, it was noted that the balloon was too slow to inflate. After withdrawal, it was found that the balloon in the stent had burst and could not be used. The stent was replaced with another of the same device and the procedure was completed. There were no complications reported and the patient status was stable. It was further reported that the balloon was too slow to inflate on the first inflation, and the device was simply pulled out.

Event description:
It was reported that balloon rupture occurred. The patient presented with severe subclavian artery stenosis. A 6.0mmx18mmx150cm express vascular sd stent was selected for use and it was noted that the inner and outer packaging were intact. The stent was advanced into the lesion; however, during inflation, it was noted that the balloon was too slow to inflate. After withdrawal, it was found that the balloon in the stent had burst and could not be used. The stent was replaced with another of the same device and the procedure was completed. There were no complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The patient presented with severe subclavian artery stenosis. A 6.0mmx18mmx150cm express vascular sd stent was selected for use and it was noted that the inner and outer packaging were intact. The stent was advanced into the lesion; however, during inflation, it was noted that the balloon was too slow to inflate. After withdrawal, it was found that the balloon in the stent had burst and could not be used. The stent was replaced with another of the same device and the procedure was completed. There were no complications reported and the patient status was stable. It was further reported that the balloon was too slow to inflate on the first inflation, and the device was simply pulled out.